Event description:
It was reported that during a farapulse pulmonary vein isolation ablation procedure, a versacross connect for faradrive kit was selected for use. The physician obtained groin access in the patient and the versacross radio frequency wire was advanced through an access needle. The physician had difficulty advancing the wire up through the side branches of patient's vein, so the wire was pulled back through a non-boston scientific cook needle and got stuck. Both the wire and needle were removed by the physician, and then took off the needle from the back end of the wire because the insulation had been torn by the tip of the needle. Hence, a new versacross kit was opened to use the new wire with same needle. The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (lost at the healthcare facility).

Manufacturer narrative:
The device was not returned; however, the reported allegations are confirmed as the device media was provided. Based on the information provided, the root cause is related to advancing rf wire through introducer needle which led to damaged rf wire coating and difficulty in advancing the rf wire. Labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user to 'do not attempt to insert or retract the versacross rf wire through a metal cannula or a percutaneous needle, which may damage the device and may cause patient injury'.

Event description:
It was reported that during a farapulse pulmonary vein isolation ablation procedure, a versacross connect for faradrive kit was selected for use. The physician obtained groin access in the patient and the versacross radio frequency wire was advanced through an access needle. The physician had difficulty advancing the wire up through the side branches of patient's vein, so the wire was pulled back through a non-boston scientific cook needle and got stuck. Both the wire and needle were removed by the physician, and then took off the needle from the back end of the wire because the insulation had been torn by the tip of the needle. Hence, a new versacross kit was opened to use the new wire with same needle. The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (lost at the healthcare facility).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.